Event description:
Manufacturer representative reports patient's ipg system explanted due to infection. The patient presented with opening of the wound with postulant drainage. The patient received antibiotics and remained in the hospital for over one week. The wound has closed and healed and the patient has recovered. The device was explanted but not returned to the manufacturer for analysis.